Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11390. Related manufacturer reference number:2017865-2020-11401. It was reported that the patient presented for removal of the pacemaker and both the right atrial, and ventricular leads due to possible infection. The physician stated that, "the patient had been picking at and messing with the site of the pacemaker incision¿ and believed this was the reason for the infection. The system was explanted and replaced. There were no further adverse consequences reported.